Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
The explanted ipg will not be returning to bsn as it was discarded by the medical facility.

Event description:
A report was received that during a lead revision procedure due to lead migration, the physician replaced the patient's ipg. The patient reported difficulties obtaining a full charge on the ipg. The patient is reportedly doing well following the procedure.

Event description:
A report was received that during a lead revision procedure due to lead migration, the physician replaced the patient's ipg. The patient reported difficulties obtaining a full charge on the ipg. The patient is reportedly doing well following the procedure.